Manufacturer narrative:
Following return for analysis, this event will be further updated.

Event description:
It was reported that during a performance data review, a battery anomaly was noted. Boston scientifics engineers concluded the battery depletion rate was greater than expected and the device should be explanted and replaced in the upcoming months. No resulting adverse patient effects have been reported and to date the device remains implanted and in service. Subsequently, the device was explanted and intended to be returned for analysis. No additional adverse patient effects were reported and another device of same model type was implanted without complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a performance data review, a battery anomaly was noted. Boston scientifics engineers concluded the battery depletion rate was greater than expected and the device should be explanted and replaced in the upcoming months. No resulting adverse patient effects have been reported and to date the device remains implanted and in service. Subsequently, the device was explanted and returned for analysis. No additional adverse patient effects were reported and another device of same model type was implanted without complications.

Manufacturer narrative:
Following explant and return for analysis, this event will be further updated.

Event description:
It was reported that during a performance data review, a battery anomaly was noted. Boston scientific's engineers concluded the battery depletion rate was greater than expected and the device should be explanted and replaced in the upcoming months. No resulting adverse patient effects have been reported and to date the device remains implanted and in service.